Event description:
Customer reported that the insulin pump alarmed motor error during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. The insulin pump passed the basic occlusion test, displacement test. A bolus was delivered, no motor error alarms occurred during test. Motor tested ok. Drive support disk was inspected and no anomaly was noted. Cracked case all corner of display window, cracked reservoir tube and lip, cracked battery tube threads and scratched display window noted.